Event description:
The customer reported that when the doctor was intending to infuse a medication, the brown luer detached from the extension line.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one cvc 3-l catheter for evaluation. Visual inspection revealed the distal extension line had become separated from the luer hub. The luer hub was not returned. The point of separation was rough and jagged, consistent with undue force being applied to the extension line. The length of the catheter body measured 168mm which is not within specifications of 207-227mm per catheter product drawing because the body had been cut. The outer diameter of the distal extension line measured 2.183mm which is within specifications of 2.13-2.21mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 0.056", or 1.4224mm, which is within specifications of 1.42-1.50mm per distal extension line extrusion graphic. A manual tug test confirmed the proximal and medial luer hubs were fully secure to their extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The report of an extension line/luer hub separation was confirmed based on the complaint investigation. Visual analysis revealed that the distal extension line had separated from the luer hub. The luer hub was not returned. The extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. The separation point was jagged, consistent with undue force. However without the luer hub returned for evaluation, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reported that when the doctor was intending to infuse a medication, the brown luer detached from the extension line.